Event description:
The distributor reported that the keypad buttons were not activating desired pump functions when pressed. There was no evidence of misuse of the product. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump was returned to animas. During investigation all keypad buttons intermittently activated pump functions when pressed. Adhesive was found under the button contacts. Unrelated to the complaint the battery compartment was cracked right below the rubber gripper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.